Event description:
The manufacturer's field service engineer (fse) reported that e/cs 1104 (back-up alarm failed), 1105 (alarm led failed) and 1115 (auxiliary alarm supply failed) appeared. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.